Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Additional patient information: patient (B)(6). Event date: unknown. Report is for three (3) unknown screws (either 3.5mm or 4.5mm 100mm/120mm diameter). Devices reportedly implanted (B)(6) 2013; exact date unknown. Devices reportedly explanted (B)(6) 2015; exact date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on an unknown date in (B)(6) 2015 as three (3) out of four (4) unknown screws, implanted in a patient's hip joint, had begun to show through their skin. The four (4) screws reported to be either 3.5mm or 4.5 mm screws with 100mm or 120mm diameter were reportedly implanted two years prior, in (B)(6) 2013. Prior to the revision surgery, one (1) of the screws were reportedly still stuck in the hip joint as originally implanted but the other three (3) screws had backed out of the bone and appeared to be protruding through the skin. The protruding screws were reportedly noticeable around (B)(6) 2015. This report will address the removal of the three (3) backed out screws; the potential reaction experienced by the patient is captured in and reported under (B)(4). This report is for three (3) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.